Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018. During the procedure a biopsy punch was performed in order to expose the implant due to skin overgrowth at the implant site and a new abutment was placed.